Manufacturer narrative:
Concomitant medical product: product ID 8782 serial# (B)(6) implanted: (B)(6) 2022 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6), ubd 2023-06-22, UDI# (B)(4) section d information references the main component of the system. Other relevant device(s) are: product ID: 8782 serial/lot# (B)(6), ubd 2022-06-25, UDI# (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that the motor stall recovery message was confirmed as was telemetry mode. They were not able to aspirate csf (cerebrospinal fluid) from the cap (catheter access port), so no dye was injected. They planned to discuss explant or maintain current therapy.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (6 mg/ml at unknown dose) and bupivacaine (unknown concentration or dose) via an implantable pump for spinal pain indications. It was reported that they saw codes 99 and 100 indicating motor stall when reading the pump. Logs confirmed that the motor stall occurred around the time the patient had an MRI last monday (B)(6) (2022). It was noted that the pump had not been alarming until shortly after it was read. It was confirmed that the scenario was likely telemetry mode and they should see the recovery log fairly soon when they re-read the pump. The rep also stated that they were there to assist the healthcare provider with a dye study due to lack of effect with increases in dose. The rep was not sure when the issue started to occur or if there had been any volume discrepancies noted at refills.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.